Manufacturer narrative:
This report was filed in error. The reported event was previously reported under reference number (B)(4).

Event description:
It was reported that at the user facility, the device came partially unlocked, with the potential for the housing to open and expose a non-sterile battery to a surgical site. No further information was provided by the user facility.

Event description:
It was reported that at the user facility, the device came partially unlocked, with the potential for the housing to open and expose a non-sterile battery to a surgical site. No further information was provided by the user facility.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.